Manufacturer narrative:
(B)(6). The device was returned for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Leakage testing was also performed and there were not issues noted. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was an external fluid leak during therapy while using a polyflux 17l dialyzer. The fluid leakage was observed approximately 10 minutes after dialysis treatment was started. The leak was located under the screw cap on the head of the dialyzer. To resolve the issue, a blood circuit replacement was performed and new treatment was started with a replaced dialyzer and lines. There was no patient injury or medical intervention associated with this event. No additional information was available.